Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced vomiting but was unaware the vomiting was associated with an bg of 346 mg/dl as her cgm displayed 224 mg/dl. The patient contacted her father to take her to the hospital. The patient was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and treated with IV fluids and insulin. The patient was discharged from the hospital the following day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.